Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported tail part of sensor¿s needle left on the customer¿s body after removal. Customer stated that sensor came off from the serter, but soon came off from the customer¿s body and there were little bleeding. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.